Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 115 months after the implantation the patient received inappropriate shocks due to oversensing. The lead was abandoned, left in situ and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 24.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not received for analysis. The visual inspection of the returned lead fragment showed abrasion marks along the lead body, particularly approx. 21 cm distal to the is-1 connector pin. The insulation of the pace/sense conductors was however still intact. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with the generator. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, at the is-1 connector, the module of the inner conductor coil was found separated from the proximal part of the lead. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not show any deviations which might have contributed to the clinical observations. An analysis of the distal fragment was not feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.